Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had experienced 2 to 3 little accidents with diarrhea. The symptoms returned two days prior to the day of the report. The patient also had pain in their hip at the implant site when walking. This pain had been present since (B)(6) 2015. The patient programmer would not turn on. The patient replaced the batteries and the programmer still did not work. The next day they saw ¿the batteries come on¿ so they changed the batteries and were able to access their settings. When the patient first checked their implantable neurostimulator (ins) it was off but it was on at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0lnef, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).